Event description:
It was reported the patient is experiencing random shocking, which is causing multiple issues. Patient was sent for urgent referral. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had generator replacement. Explanted generator was reported to have been discarded. No additional relevant information has been received.